Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a psi-teciii aspirator 110v,stnd was found to be mechanically faulty during the operation. No adverse event was experienced by any patient and there were no reported patient consequences or procedural delays.

Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, it was observed that the button fell off. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. See braemar's device history record (DHR) attached under '(B)(4) - 04-210901 _pt_asp_iii_ 110-pages 10 - signed', confirming no non-conformances. Manufacturer¿s reference number: (B)(4).